Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms it was stated in the literature review that the ¿surgical approach also may have facilitated intrapelvic displacement ¿and allowed the trial femoral head to migrate anteriorly.¿ therefore, it is likely that the root cause of the event is due to the surgical approach. The long-term patient impact cannot be determined, however the patient has been reported as doing well overall. No further clinical assessment is warranted at this time. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed.

Event description:
In a scientific publication, o.batouk et al 2001, "intraoperative dislocation of the trial femoral head into the pelvis during a total hip arthroplasty" it was reported that during surgery the trial femoral head became dislodged from the trial stem and migrated into the pelvis. The trial head could not be retrieved through the initial incision and was left inside the patient. No post operative complications were mentioned in the paper.